Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a crack where the reservoir goes into the pump. The customer also stated that the black o ring is hanging out. Customer's blood glucose level at the time 100mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Insulin pump was received with a broken reservoir tube lip, scratched lcd window, cracked case and cracked battery tube threads.